Event description:
Caller alleged discrepant inratio results. Results as follows: date: last week, inratio: 1.4, lab: ?. Strip lot number: unknown. Caller didn't know the lab result; thought lab reading was too high. Date: (B)(6) 2012, inratio: 1.2, lab: 3.5. Strip lot #273302. Less than 1 hour between meter test and lab draw. On (B)(6) 2012 - patient self tester repeated test while on the phone with technical services using strip lot #273302, and obtained 2.5inr. Caller stated that he had a difficult time getting enough blood when obtaining the 1.2 reading today. While testing with technical services on the phone, caller had no issues. Technical services is sending a replacement inratio meter.

Manufacturer narrative:
Investigation pending.